Event description:
A malfunction with code 16-0x20e6 was reported by a distributor. There was no adverse impact to the customer¿s blood glucose level. The customer was informed about the need for a pump replacement, and a replacement pump was provided to ensure continuous insulin delivery.